Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump delivered insulin without user intervention. The reporter did not allege any harm or injury because of the alleged issue. The reporter indicated that the patient was at school when she bumped the pump against a table. After the pump was bumped against the table, the patient reportedly got a warning that the pump was not primed. She disconnected from the pump and was able to prime the tubing. After reconnecting to the pump, the patient reportedly received another warning that the pump was not primed. The patient disconnected a second time and reprimed the tubing. After reconnecting to the pump a second time, the reporter claimed that the pump immediately went into the loading cartridge step without the patient pressing any buttons. The patient pulled out the tubing. Prior to the load step, the reporter claimed that the cartridge contained 55 units. After pulling out the tubing, the reporter indicated that 45 units remained in the cartridge. Therefore, she concluded that the patient possibly received 10-15 units of unprogrammed insulin. The reporter had already contacted a health care professional (hcp) regarding the event. The patient was reportedly eating at the time of contact between animas and the reporter. Her blood glucose (bg) level at the time was "122 mg/dl." The alleged issue was not resolved with troubleshooting. The reporter stated that she tried rebooting the pump using a new battery. She claimed that the pump went from the verify screen directly to the load cartridge screen after pressing ok on the verify screen to confirm time/date. The pump was replaced. The reporter was informed that the pump was not safe to use. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump immediately went into the load step after the patient reconnected to the device. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.